Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5090415) on 31-oct-2019. The most recent information was received on 12-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain/excruciating pain') and menorrhagia ('hemmoraghing and clotting during every clotting during heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2019, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("severe anemia"), anxiety ("mental state changed to very anxious") and depression ("depressed"). The patient was treated with surgery (she had undergone essure removal surgery on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, iron deficiency anaemia, anxiety and depression outcome was unknown. The reporter provided no causality assessment for anxiety, depression, iron deficiency anaemia, menorrhagia and pelvic pain with essure. The reporter commented: serious injury criterion: other serious (important medical event) and event date (B)(6) 2019 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5090415) on 31-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain/excruciating pain') and menorrhagia ('hemorrhaging and clotting during every clotting during heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2019, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("severe anemia"), anxiety ("mental state changed to very anxious") and depression ("depressed"). The patient was treated with surgery (she had undergone essure removal surgery on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, iron deficiency anaemia, anxiety and depression outcome was unknown. The reporter provided no causality assessment for anxiety, depression, iron deficiency anaemia, menorrhagia and pelvic pain with essure. The reporter commented: serious injury criterion: other serious (important medical event) and event date (B)(6) 2019 were reported, but not specified and/or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.